Event description:
Patient reported that the up arrow, down arrow and ok keypad buttons were intermittently responsive. The patient stated that hard presses were required in order to elicit a response. He reportedly wore the pump attached to a belt in a case and did not clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission 03/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.